Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the battery was broken. There was no reported pt involvement.